Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval; however, the repair unit in (B)(4) assessed the bur and attachment. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined. Part number: 5100120922, lot number: 10141.

Event description:
It was reported via the repair unit, that during a surgical procedure, the bur broke. It was also reported that another bur was available to complete the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.